Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had a syncopal episode and presented to the emergency room. Complete loss of ventricular capture was observed in unipolar and bipolar configurations. Via chest x-ray, no abnormalities were seen on the ventricular lead. The pulse generator was explanted and replaced, however ventricular capture failure continued. The lead was capped and replaced.